Manufacturer narrative:
The report was created to capture the post procedure complications that were received from the article mitchell b, chinnadurai p, chintalapani g. Endovascular recanalization in acute ischemic stroke using the solitaire fr revascularization device with adjunctive c-arm CT imaging. Ajnr. 18-nov-2014; 36:1317¿20. The devices involved in the event were not returned for evaluation and no correspondence has been received regarding return of the devices. The lot history record reviews were not possible since the lot numbers were not reported. (B)(4).

Event description:
Citation: medtronic received information through literature review of the article mitchell b, chinnadurai p, chintalapani g. Endovascular recanalization in acute ischemic stroke using the solitaire fr revascularization device with adjunctive c-arm CT imaging. Ajnr. 18-nov-2014; 36:1317-20. Eighteen cases of mechanical thrombectomy for treatment of acute ischemic strokes where a c-arm was used to aid poor visualization were reviewed and five patients were reported to have suffered petechial or small basal ganglia hemorrhage post procedure. Despite the limited extent of hemorrhage, 4 of those 5 patients actually achieved recanalization during treatment and 2 of these 5 ultimately died. The relationship of the death to the device was unknown.